Manufacturer narrative:
The reported event of failure to advance the guidewire was not confirmed. As received, a complete lead was returned in one piece. The guidewire insertion/ removal test performed found the guidewire could be fully inserted and removed with no issues. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the guide wire was found difficult to be advanced and exited from a left ventricular (lv) lead lumen. The lv lead was removed and replaced. The patient was in stable condition.